Manufacturer narrative:
(B)(4). There was no patient involvement at the time of event. A non-covidien technician reported that the ventilator has been repaired. The technician found a loose connection of the expiratory filter. The technician reconnected the filter and found it working properly. No spare parts were replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator was inoperable. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.